Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: 28-apr-2019. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s healthcare provider reported via manufacture representative that the electrode was positioned and tested. When the ipg was attached and impedances checked, all electrodes came back as >4000. The lead was removed from the ipg cleaned and tested directly with cable. All electrodes came back as normal and the patient felt stimulation. The ipg electrode port was checked and there weren¿t any visible signs of fluid or obstruction that could be seen in the channel. The procedure had taken a while so the decision was taken to complete the implant and review with the patient in a couple of days. On review, the impedance was still >4000 on all electrodes with no stimulation. No further complications were reported or anticipated. Additional information was received from the manufacturer representative. A revision surgery was scheduled for (B)(6) 2019. The device serial/lot numbers and the implant dates would be ascertained post-surgery. The patient's weight was not available. The cause of the high impedance was not yet determined. It was noted that this information was confirmed with the physician/account. Additional information was received from the manufacturer representative. The serial number of the implantable pulse generator (ipg) was provided. It was noted that the patient's weight was not available. The revision surgery was carried out on (B)(6) 2019 where the ipg was replaced. Electrode impedance readings were within range except for the following pairs: 1 and 2, 1 and 3, and 2 and 3. The patient was able to feel stimulation with electrodes 2 and 3. Regarding the cause of the issue, it was reported that the lead was not fully inserted into the connector block. The healthcare professional (hcp) experienced resistance during lead insertion. After some effort, the hcp was able to fully insert the lead, but more than half of the impedance readings were out of range, so the hcp decided to replace the ipg. No further complications were anticipated. This report is regarding the out-of-range impedance that was observed after the ipg replacement. Refer to MFR report #3007566237-2018-03504 for the report of the prior high impedance issue.